Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the temples, lips, ck3, and tear troughs with juvéderm vista volbella xc and juvéderm vista voluma xc. The injections were a month apart. The following month, the patient visited a hospital due to ¿swelling¿ in the face from a ¿delayed allergy,¿ where ¿swelling, heat, and redness¿ were present. Patient received a prescription for oral steroids by a dermatologist. Event is ongoing. This file captured the juvéderm vista volbella xc.